Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for arrhythmia. The therapy decision and its appropriateness were difficult to determine given the appearance of both atrial fibrillation (af) and possibly more a regularized ventricular tachycardia (vt). There was a question as to what type of rhythm discrimination would be best for the patient, as the majority of the therapy delivered didn't appear to slow or obviously or terminate the rhythm. The patient was not symptomatic prior to the therapy and was seen in a regional hospital for medication changes (likely beta blocker adjustment). The physician elected to extend the programmed detection time in an attempt to mitigate likelihood of therapy if the rhythm was af. Additional information received indicated that the patient recently received atp and shocks (a total of 17) for what appeared to be a conducted atrial arrhythmia. Non-sustained and no-therapy episodes were also noted before and after the treated episodes and an increased mean heart rate since april was observed on trends. Further review of the programmed settings was recommended. The ICD remains in service and no adverse patient effects were reported.